Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the end of the tubing during the fill tubing process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the luer lock was disconnect and reconnected and the cartridge was reloaded. The customer was guided through the fill tubing process and insulin was observed.